Event description:
It was reported that the defibrillator experienced an "led indication failure error". Further information was provided that this involved the "battery charging and external power indicator leds". There was reportedly no patient involvement.